Event description:
Stryker vendor instruments were brought in by (B)(6) for this total hip arthroplasty. In the vendor instruments trays are 2 acetabular impactors, the heads of these impactors cracked while md was hammering the components into the joint. The 2 impactor heads were both pieced together to make sure no pieces were left in the pt by md, and the surgical technician. The surgical procedure continued. (B)(4).